Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 27 days (17feb2021 ¿ 16mar2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several backup battery fault alarms were observed throughout data recorded on 18feb2021, 19feb2021, and 16mar2021. These alarms appeared to have been caused by a load test failure condition. The backup battery was observed to have been reseated on 19feb2021 at 11:33 which cleared the alarms on that date. The resolution of the alarms on 16mar2021 was not observed due to the log file ending with the alarms still active. The system controller (serial number (B)(6) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery fault alarms caused by load test failure conditions are being addressed via a corrective action. The heartmate ii patient handbook instruct users on how to resolve all alarms that sound from their controller, including alarms associated with backup battery fault conditions. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number pcx-17969, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing back up battery fault alarms. The patient was in the clinic because of backup battery fault alarms and the backup battery was replaced. The patient was awoken to a backup battery fault again on (B)(6) 2021. At that time the patient was in the clinic and the monitor stated to replace the backup battery. On the admin screen, the backup battery manufacturer date was (B)(6) 2021 and replace in 16 months. The battery was reseeded and the alarm went away. On (B)(6) 2021 the patient's log file was sent for review. Upon review of the patients log file, technical services noted low flow events on 17feb2021, 18feb2021, 21feb2021 and 25feb2021. Due to the repeated reoccurring backup battery fault technical services recommended that the controller is exchanged.